Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace impedance steady at 490 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedance, with confirmed fracture. The atrial lead was programmed off, and remains implanted-out of service. No patient complications have been reported as a result of this event.